Manufacturer narrative:
The service engineer replaced the battery, and the issue was resolved. The service engineer reported that the device passed all performance verification testing. The system meets the specification for the performed service and is returned to use.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not charging. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was having power issues and would not operate on dc power. The customer reported that when ac was removed, the device gave a battery failure error. It was noted that after letting the device charge, the device was still receiving the same symptoms. The customer requested to have the battery replaced. The investigation is ongoing.

Manufacturer narrative:
H10: the device was returned to philips for evaluation. The service engineer reported that the issue could not be confirmed, and that the device was charging batteries as expected. The service engineer then requested that the customer return the battery that had been installed in the device. After receiving the suspected battery, it was reported that the battery was defective. A replacement battery was expected to be ordered. The investigation is ongoing.